Manufacturer narrative:
The product involved in the event is said to be available for evaluation but has not been received yet. Medical action industries is a repackager/relabeler of the complaint component, picns001, component lots jukw8209, jukt0417, jukw0277 purchased from specification developer, becton dickinson (FDA registration number2243072). Supplier corrective action request (scar) was submitted to the manufacturer on april 7, 2026. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
During a PICC line dressing change, the primary nurse encountered an issue with the statlock device when the prongs became stuck, rendering it unusable. As a result, the nurse completed the dressing without the statlock, obtained a new dressing kit from another unit due to lack of supply in the cicu, and redressed the line. The replacement kit also contained a statlock device that was difficult to operate, with doors that were hard to close and prongs that were challenging to adjust to fit the PICC line wings. During the second dressing change the statlock was difficult to use and manipulate. Initially suspected to be a lot-specific issue, similar difficulties were observed in statlock devices from two different PICC dressing kit lot numbers (346388 and 343567). There was a reported 60 min delay in completion of procedure; however, there was no patient adverse effects reported.